Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) below 50 mg/dl. Reportedly, the customer was a brittle diabetic and had a tendency to experience unpredictable low bg even after delivering appropriate boluses. The customer consumed fast acting carbohydrates to treat bg. Recommendation was made to consult with healthcare provider regarding diabetes management.